Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported x-rays showed the patient's lead implanted at the s3 vertebral level had migrated. Prior to the migration, the patient suffered a fall. Surgical intervention was undertaken on (B)(6) 2017 and the physician implanted an additional lead. Postoperatively, the patient was reportedly receiving effective therapy.